Event description:
On (B)(6) 2010, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2012, follow up examination revealed a distal type 1b endoleak in the left limb. On (B)(6) 2012, a reintervention occurred whereby the pt was implanted with a contralateral leg component and the endoleak was resolved.